Event description:
Customer states they were getting false results on the device. The customer was taking medication based on the results. The customer received a result of 303mg/dl and took extra glucovance. Within a minute the customer fell to the floor flopping around. Paramedics were called and they received a result of 40mg/dl. The customer was given a sugar injection and an IV. The customer was taken to the hospital and admitted. A request was made for the return of the suspect device and replacement product was sent.